Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8785 (lot: n646643); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2024; UDI: (B)(4), ubd: 2018-06-21 brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2018; explant date: (B)(6) 2024; UDI: (B)(4); ubd: 2020-03-09. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 0.5 mg/ml at 0.07699 mg/hr and bupivacaine 40 mg/ml at 6.159 mg/day via an implantable pump for unknown indications for use. It was reported that there were no signs or symptoms from the patient. The patient reported that she was receiving adequate therapy and the doctor was not able to aspirate the catheter. When asked what environmental/external/patient factors had led or contributed to the issue, the rep stated that the original pump was implanted in the back and not the abdomen. Diagnostics/troubleshooting performed included the doctor tried to aspirate the catheter access port (cap) chamber and was unable to do so during the replacement surgery of her pain pump. The entire 8780 and 8785 system was replaced with a new 8780 system based on the doctor's medical judgement. It was stated that the doctor was not entirely sure of the cause of the issue, however, he suspected that the pump originally being implanted in the back and not in the abdomen might have caused the issue. The doctor moved the new pump to her left abdomen and decreased her daily dose of medication by 30%. The new pump and catheter were successfully aspirated and cerebrospinal fluid (csf) flow was observed. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown.